Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated pacing capture threshold in the rv (right ventricle) was elevated. The weekly ventricular capture management trend data shows threshold has consistently been greater than 2.5v since the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented to the clinic with dizziness, fatigue and an arrhythmia. It was determined that the right ventricular (rv) lead had high thresholds. It was noted that the high thresholds may have been caused by a micro-dislodgment or exit block. The rv lead was reprogrammed and repositioned. The lead remains in use. No patient complications have been reported as a result of this event.